Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and a bolus of insulin was to be used to address the bg level. As the contact did not have the pump present when tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed.